Event description:
Reportedly on (B)(6) 2011, the homechoice machine sounded a check lines and bags alarm during refilling heater. The patient was connected to the machine. The home patient (hp) stated that the heater and supply bags were empty, so she disconnected the last fill bag and replaced it with a new bag. The technical service representative (tsr) assisted hp with ending therapy due to disconnecting the disposable during therapy. No clinical consequences for the patient were reported. No further information is available.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. A 510k number cannot be provided in this report because the product code is unknown at this time.

Manufacturer narrative:
(B)(4). This report for a connection issue was not confirmed due to unavailable sample. The cause was determined to be use error; the patient replaced empty solution bags during therapy. The results of a label review revealed that labeling is adequate for the user error in this report. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.